Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass. Unable to perform the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Due to lcd anomaly. Pump passed stop current and run current tests. Pump had cracked battery tube threads, reservoir tube and minor scratched display window. (B)(4).

Event description:
The father of a customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 469mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the left side of the display screen and where the reservoir screws into place. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.